Event description:
It was reported that the infusion set connector was not properly attached to the cartridge after a supply change, resulting in interrupted insulin delivery until the user performed a full supply change with guidance and insulin delivery resumed. There were no reported adverse clinical effects. Outcomes included no reported health impact. Investigation included troubleshooting and user education over the phone. Investigation of this case revealed an infusion set deployment error and an unsecured connector, consistent with user handling or setup error. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.